Manufacturer narrative:
(B)(4): a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the patient experienced a blood glucose (bg) reading of "hi" (>600 mg/dl) on the meter. He stated that the patient's bg began elevating the evening of (B)(6) 2011. He stated that the patient was correcting the elevated bg with an insulin pen. Customer support (cs) reviewed the pump with the family member and found that all settings were correct and histories matched programmed values. A review of the pump history indicated that a set change was performed earlier in the day on (B)(6) 2011. The pump history revealed that the pump was suspended for 45 minutes, which may have contributed to the elevated bg. The patient confirmed that there were no site issues, but noted that there were air bubbles in the tubing and the cartridge. The patient was reportedly able to clear the air bubbles out of the cartridge by flicking the top of the cartridge. The patient was able to successfully prime the air bubbles out of the tubing. The patient admitted to using refrigerated insulin, and stated that he had not been letting the cartridge sit out to de-bubble nor had he been checking the tubing to ensure no air bubbles were present. Cs advised the patient to use room temperature insulin and advised on correct filling technique. The pump is not being returned at this time, and there has been no further reported incident. Cs determined that air bubbles in the tubing and the cartridge due to use error likely caused or contributed to the reported bg excursion. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.